Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. Insulin pump received with intermittent button response due to moisture damage keypad trace. No moisture damage on electronic assembly. Insulin pump received with cracked lcd window.

Event description:
It was reported that insulin pump was cracked and it appeared that there was liquid inside insulin pump. Customer's blood glucose was 200 mg/dl. Customer does not know how damage occurred. Caller was advised that insulin pump would need to be replaced.